Event description:
Covidien notified that hospital reported, injection of air instead of contrast liquid. No alarm on medical device. Pulmonary embolism; pt hospitalized in critical care.

Manufacturer narrative:
Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.